Event description:
It was reported that an asymptomatic patient presented in clinic due to oversensing noise. The lead noise was not reproducible with provocative movements and testing. Reprogramming the device was recommended. New information noted that dislodged atrial lead was observed and lead repositioning will be scheduled in the near future.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.